Manufacturer narrative:
The vac pac device was returned to natus medical for evaluation. The vac pac was tested by suctioning and capping the device for over 24 hours. No loss of suction was observed. Following product examination and functional testing, the reported failure cannot be confirmed. No further evaluation is required. The customer was provided information for storage, repair, testing and replacement, and the customer has opted to replace their vac pac. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device did not hold suction during the beginning of surgery (shoulder arthroscopy) in the operating room. The customer reported that one of the three baffles softened while the other two baffles stayed firm. There was no report of death, harm or serious injury, but the patient was reported to have lost position. The customer reported that because of the position loss, the vac pac was replaced with another vac pac, which caused a delay in surgery. The vac pac was reported to have been purchased in (B)(6) 2016.